Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7 / page 81 advises: you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel. Checking your blood glucose 7 / page 95 warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / pages 108-109 advised: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. The kit should include: several new, sealed pods, extra new pdm batteries (at least two aaa alkaline), a vial of rapid-acting u-100 insulin, syringes for injecting insulin, instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted, blood glucose test strips, ketone test strips, lancing device and lancets, glucose tablets or another fast-acting source of carbohydrate, alcohol prep swabs. Advised: when packing for travel, take more supplies than you think you¿ll need. Be sure to include: diabetes emergency kit packed in your carry-on luggage, enough pods for your trip, plus a backup supply, extra new pdm batteries, additional blood glucose meter, insulin syringes or pens in case you need injections, several vials of insulin or insulin cartridges if you use a pen, glucagon kit.

Event description:
It was reported that patient was hospitalized after blood glucose (bg) level exceeding 1000 mg/dl. The patient was using the omnipod system at the time of this event and wore the pod between 4 and 24 hours. When personal diabetes manager (pdm) began reading blood glucose levels as "high" (indicates levels greater than 500 mg/dl), the patient attempted to deliver a 14 unit bolus. Several 14 unit boluses were administered to treat the elevated bg levels, however, it was reported that it was "not helping." Patient began to vomit and "eventually passed out." A bystander found the patient and called emergency medical services (ems), who transported the patient to the hospital. The hospital measured a bg in excess of 1000 mg/dl. Treatment included intubation, catheter placement, surgical intervention (stomach operation), and administration of insulin via intravenous delivery and manual injection. Patient was placed in intensive care unit (ICU) for 4 days and alleged that "she was near death" several times due to the situation. Patient believes the pdm was to blame for this situation. It should be noted that the patient had received chemotherapy to treat an unspecified type of cancer. No further information was provided and it was unclear of the exact diagnosis (other than having elevated bg levels) and it is unknown as to why surgical intervention was administered.